Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis of the right leg, nonocclusive thrombus of the right popliteal vein, blunt trauma to the left ankle and advance venous insufficiency with marked varicosities bilaterally with bilateral leg swelling and cutaneous changes of both lower extremities with bilateral lower extremity leg pain. The filter was deployed via the patient's right common femoral vein. The guide wire was advanced through the needle. The wire advanced without difficulty into the inferior vena cave (ivc). Proper position over the wire was confirmed with the use of fluoroscopy. The needle was removed. The introducer sheath was placed over the wire and the wire was removed. The sheath was positioned at the 3l-l4 level. The filter was advanced through the sheath and deployed without difficulty or complication. This was done under fluoroscopy to confirm placement. The filter was noted to be fixed into position. The patient tolerated the procedure well. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart and compressed/deformed filter. The patient became aware of the reported events approximately fourteen years and two months after the index procedure. The patient also continues to experience leg pain, leg swelling and leg discoloration.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d10, g2, g3, g6, h1, h2 and h6. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration and post thrombotic syndrome. The patient reported becoming aware of perforation of filter strut(s) outside the inferior vena cava (ivc), migration of entire filter other than to heart and compressed/deformed filter approximately fourteen years and two months post implant. The patient also reported leg pain, leg swelling and leg discoloration. According to the medical records the indication for the filter placement was a history of recurrent deep vein thrombosis of the right leg, nonocclusive thrombus of the right popliteal vein, blunt trauma to the left ankle and advance venous insufficiency with marked varicosities bilaterally with bilateral leg swelling and cutaneous changes of both lower extremities with bilateral lower extremity leg pain. The filter was placed via the right common femoral vein and deployed at the level of l3-l4, without difficulty or complication. The patient tolerated the procedure well. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Pts does not represent a device malfunction and may be related to underlying patient specific issues, such as, vessel characteristics, pharmacological and patient factors. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of migration, perforation and deformed filter could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration and post thrombotic syndrome. The indication for the filter implant, procedural details and medical history of the patient have not been provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Post-thrombotic syndrome (pts) is a problem that can develop in nearly half of all patients who experience a deep vein thrombosis (blood clot) in the leg. Pts symptoms include chronic leg pain, swelling, redness, and ulcers (sores). Pts does not represent a device malfunction and may be related to underlying patient specific issues, such as, vessel characteristics, pharmacological and patient factors. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instructions for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of migration could not be confirmed or further clarified. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to migration and post thrombotic syndrome. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.